Manufacturer narrative:
The service rep restrapped the transformer to supply in spec ac voltage to system. The rep performed a filiment calibration. Verified system functioning properly.

Event description:
The customer reported the unit is giving low mas error. No pt injury was reported.